Manufacturer narrative:
The reported event of failure to interrogate and error message was confirmed. Analysis has confirmed that environmental factors resulted in the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation performed in warehouse revealed that pacemaker was unable to be interrogated due to error message. The device was not used. There was no patient involvement.